Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding/prolonged menses"), dyspareunia ("pain during intercourse"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (hysterectomy in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the back pain, dysmenorrhoea, menorrhagia, dyspareunia, alopecia and migraine outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and migraine to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain') in an adult female patient who had essure (batch no. 726128) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding/prolonged menses"), dyspareunia ("pain during intercourse"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (hysterectomy in (B)(6) 2014 (bilateral salpingectomy)). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, dysmenorrhoea, menorrhagia, dyspareunia, alopecia and migraine outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and migraine to be related to essure. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical record received- lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of back pain ('severe back pain'). In an adult female patient who had essure (batch no. 726128-not valid), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding/prolonged menses"), dyspareunia ("pain during intercourse"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (hysterectomy in (B)(6) 2014 (bilateral salpingectomy)). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, dysmenorrhoea, menorrhagia, dyspareunia, alopecia and migraine outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and migraine to be related to essure. Lot number [726128 ] is invalid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020, update of information (batch is not valid). On 7-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.